Event description:
Device was returned for repair only. Upon evaluation it was noted that the upper jaw of the device had come free. Contact with hospital revealed the device broke while in use in surgery, but that the piece was retrieved with no impact to the pt.